Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the mfg specifications. Covidien ref.: (B)(4).